Event description:
It was reported to covidien on (B)(6) 2011 that customer has an issue with closurefast catheter, 7f, 60cm. The customer states that the clf catheter was giving an alert to increase compression during the procedure after the 3rd cycle. Compression was adjusted and the error message persisted. When no compression was applied, the catheter completed the cycles. Upon removal of the catheter it was noticed that the cover of the heating coil was bubbled and warped. There was also what appeared to be coagulum on the outer jacket of the heating coil. The procedure was completed and the patient did not require any additional intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.